Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a new implantable cardioverter defibrillator (ICD) system implanted and at the patient¿s two week post check the patient¿s left arm was swollen. An ultrasound was obtained and positive for partial dvt (deep vein thrombus) in the ij (internal jugular), subclavian and axillary veins. It was noted that the patient did still have her PICC (peripherally inserted central catheter) line still in from the IV (intravenous) therapy she had previously received. A note in the patient¿s chart refers to the dvt being related to the patient¿s PICC line; however, upon review of the patient¿s chart the physician felt the dvt was possible related to the implanted ICD system. The patient is a participant in a clinical study. The right ventricular (rv) lead and right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.